Event description:
Customer reported their meter/lab resulted were 62 mg/dl (ot) vs 123 mg/dl (lab), a 44% difference (and 2mg/minutes difference). Time between tests was 21-30 minutes. Customer was experiencing weakness, shakiness and sweatiness. Customer stated they were using unicheck (not genuine lfs one touch) test strips and did not have control solution to perform qc. There was no allegation of harm.